Event description:
It was reported by customer that main battery overheated. Customer was charging battery while performing annual preventative maintenance. Pump alarmed and upon responding to alarm, customer discovered that battery had overheated. Third party battery was in pump at the time of charging and overheating. No adverse effect to patient as no patient was connected to device at this time. Preventative maintenance was being performed.

Manufacturer narrative:
Investigation results: no root cause determined as device was not returned for failure analysis to be performed. Customer stated that they will perform repairs in house. No patient's safety affected as preventative maintenance was being performed and no patient was connected to device at the time reported issue occurred.